Event description:
An implantable pulse generator (ipg) system was returned from a competitor with no information. Information identified in the manufacturer's database indicated the patient died approximately eleven months post implant of the ipg. Follow up with the cardiologist revealed the patient was not pacemaker dependent and the last clinic interrogation of the device was two months prior to the death. The interrogation showed normal device function. A cause of death has been requested and not be received.

Manufacturer narrative:
Attempt(s) for additional information regarding in the death were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. Attempt(s) for additional information regarding in the death were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.